Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation") and pelvic inflammatory disease ("infection (other) describe: pelvic inflammatory disease") in a 32-year-old female patient who had essure (batch no. 626625) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In 2017, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain, headache ("headaches") and abdominal pain ("abdominal pain"). The patient was treated with surgery (to remove the essure implant, salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. The time of the report, the perforation, pelvic inflammatory disease and headache outcome was unknown, the dysmenorrhoea, fatigue and abdominal pain was resolving and the dyspareunia had resolved. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fatigue, headache, pelvic inflammatory disease and perforation to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: abdomen pain. Most recent follow-up information incorporated above includes: on 13-jun-2018: plaintiff fact sheet and medical record was received. Events added from pfs- infection (other) describe: pelvic inflammatory disease, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, abdominal pain, she did not undergo confirmation test. Reporter information, lot number, historical drug, concomitant disease was added. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), headache ("headaches") and pelvic pain ("pain"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the perforation, headache and pelvic pain outcome was unknown. The reporter considered headache, pelvic pain and perforation to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation") and pelvic inflammatory disease ("infection (other) describe: pelvic inflammatory disease") in a 32-year-old female patient who had essure (batch no. 626625) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's previously administered products included for an unreported indication: depo provera from 2006 to 2007. Concurrent conditions included dyspnea and cough. On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In 2017, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain, headache ("headaches") and abdominal pain ("abdominal pain"). The patient was treated with surgery (to remove the essure implant, salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the perforation, pelvic inflammatory disease and headache outcome was unknown, the dysmenorrhoea, fatigue and abdominal pain was resolving and the dyspareunia had resolved. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fatigue, headache, pelvic inflammatory disease and perforation to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: abdomen pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.